Event description:
It was reported the customer received several displayable history check failed on startup alarms and an unexpected restart alarm. Customer stated their temp basal was not programmed before the alarms occurred. The customer also reported they were unable upload to carelink due to a transfer failed message. Customer's insulin pump will be replaced due to the recurring displayable history check failed on startup alarm. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Insulin pump passed the self-test. No alarms during testing however, insulin pump was unable to download to the carelink software due to alarms in alarm history screen. Insulin pump alarmed due to corrupted history file. Insulin pump passed the error test. No unexpected restart alarm noted. Insulin pump received with minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.